Event description:
The customer contacted beckman coulter inc, (bci) regarding an elevated accutni (troponin) result in the risk stratification range for one patient. The results were generated on an unicel dxc 600i synchron access clinical system. The customer re-ran the sample and it was within the normal reference range. The initial results were not reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Service was not dispatched to investigate this event. A bci field service engineer (fse) did not evaluate the instrument. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.